Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and embedded device ('embedded in the lumen of the proximal end of each tube are metallic spring like devices. On one tube, the device is embedded approximately 2.7 cm proximally and in the other tube, the device is curved with two ends protruding embedded 0.8 cm in the') in an adult female patient who had essure (batch no. 84683-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included pelvic inflammatory disease, vaginal delivery, sinus pressure, cholecystectomy, gestational diabetes, menometrorrhagia, uterine enlargement, nabothian cyst, adenomyosis, intramural leiomyoma of uterus and polymenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post_implant pregnancy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, psychological trauma and pregnancy with contraceptive device outcome was unknown and the pelvic pain, haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, embedded device, fallopian tube perforation, haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details-essure device was then inserted in both tubal ostia w 3 nickel coils seen afterwards. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no evidence of fallopian tube opacification. Pathology test - on (B)(6) 2015: two segments of fallopian tubes measuring 5.7 cm and 7 cm in length and 0.3 cm in diameter. Embedded in the lumen of the proximal end of each tube are metallic spring like devices. On one tube, the device is embedded approximately 2.7 cm proximally and in the other tube, the device is curved with two ends protruding embedded 0.8 cm in the proximal end.; on (B)(6) 2018: benign cervical tissue with nabothian cyst. Proliferative endometrium. Adenomyosis. Leiomyoma , intramural. Lot # 84683 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new event device is embedded approximately 2.7 cm proximally and in the other tube, the device is curved with two ends protruding embedded 0.8 cm in the proximal end were added. New reporter, lab data, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in a female patient who had essure (batch no. 84683-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post_implant pregnancy"). The patient was treated with surgery (salpingectomy-bilateral hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, psychological trauma and pregnancy with contraceptive device outcome was unknown and the pelvic pain, haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, fallopian tube perforation, haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: yes. Lot # 84683 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020 : quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in a female patient who had essure (batch no. 84683-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post_implant pregnancy"). The patient was treated with surgery (salpingectomy-bilateral hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, psychological trauma and pregnancy with contraceptive device outcome was unknown and the pelvic pain, haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, fallopian tube perforation, haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: yes. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid)¿ based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in a female patient who had essure (batch no. 84683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post_implant pregnancy"). The patient was treated with surgery (salpingectomy-bilateral hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, psychological trauma and pregnancy with contraceptive device outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: yes. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: fallopian tubes perforation pregnancy, device infectivity, pain, abnormal bleeding, psych injury, bladder problems urinary problems, bladder infection uti, vaginal discharge, vaginal infection added with there outcome added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.